Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2007; 6949, implantable defib lead, (B)(6) 2007. (B)(4).